Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the programmer was unable to boot up, although it was determined that the programmer was slow to boot up. Analysis determined that the stylus was not functional so it was replaced and calibrated it was noted that the power cord bay was broken and the keyboard was damaged. All found defective parts were replaced and all other identified issues were resolved. Reconfigured the hard drive and reloaded software. The programmer then passed all final functional and system tests. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to boot up. The programmer was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.